Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a primary plumset where a leak of taxol was noted through a small hole at the filter area during the first 15 minutes of therapy. There was patient involvement and no adverse event reported.